Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error; the patient confirmed the clamp was closed on the patient line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. Per the complaint information, the clamp was closed on the patient line. Clamp should be open for priming and therapy. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) stated that he realized that he had never opened the clamp on the patient line so there was now air in the line. The baxter technical service representative (tsr) assisted the hp with ending the therapy so that the hp could set up with the new supplies. The solution to this issue was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report.